Event description:
The patient reported that their therapy stopped working immediately after they saw an informational power on reset (por) message on their recharger. Patient services reviewed the meaning of the por. The patient then noted that their therapy was off, and that their recharger would not turn the implantable neurostimulator (ins) on. Patient services reviewed that they won¿t be able to turn the therapy on until the por is cleared with the patient programmer. The patient noted that they have a healthcare provider to address the por, and to also do reprogramming. The patient added that they need reprogramming, and also need an injection because they have really gone ¿downhill.¿ they stated that their back pain has gotten bad, and without the stimulator on,it is even worse and they can notice a difference. The patient also noted they had to have an x-ray. The patient stated that their doctor¿s appointment changed from (B)(6) at 2:30, and they wanted the manufacturing representative to become aware of the change. The patient called back on (B)(6) 2017, and stated that they were able to turn their stimulator on with their recharger. The patient verified that they were seeing the lightning bolt on their recharger screen. They noted that they are charging their ins battery, which is ½ full, and they have full coupling bars. No further complications were reported. The patient was implanted for non-malignant pain.